Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device does not power on when the lid is opened. As a result, defibrillation therapy may be delayed or unavailable, if needed.

Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to a failed reed switch, designator sw5. It was observed that the reed switch was electronically isolated from the rest of the device's main pcb. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device does not power on when the lid is opened. As a result, defibrillation therapy may be delayed or unavailable, if needed.